Event description:
It was reported by service report that the side rail yellow latch handle was broken with sharp edges exposed; velcro was missing from litter/mattress; IV pole was loose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: yellow latch handle; velcro; IV pole.